Event description:
It was reported that the head brake is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was unable to locate the unit when the technician visited the facility for repairs.

Event description:
It was reported that the head brake is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.